Manufacturer narrative:
Manufacturer ref # (B)(4).

Manufacturer narrative:
"Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. " (B)(4).

Manufacturer narrative:
Additional information from the customer was stated that the physician had at least one signal available to monitor patient heart rhythm. (B)(4) it was reported that there was very bad noise on electrodes both on carto 3 and ep system. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode 2. Further examination revealed that the lead wire #2 was broken close to the tip section, causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, only electrode 2 failed and the others passed.

Event description:
It was reported that during a procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The procedure was completed by replacing the catheter without any patient consequence.